Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were defective keypad issues.

Manufacturer narrative:
Additional information: a1, b5, e3, g4, h3, h6, h7 and h10. The reported issue of pcu keypad issues is confirmed based on the field action. The root cause has been determined to be an electrical failure ¿ design. Device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : no product returned.

Event description:
It was reported that there were defective keypad issues. The information received suggests that this issue was identified prior to clinical use and there was no patient harm reported.